Event description:
Re-rupture of rotator cuff tendon post massive rotator cuff tear repair with orthadapt augmentation (onset date is unknown). The bioimplant was subsequently explanted (10 to 16 weeks post-repair) and a reverse shoulder prosthesis procedure performed.

Manufacturer narrative:
The surgeon noted that the patient had very poor native tissue and the rotator cuff repair with orthadapt augmentation was performed as an effort to circumvent a reverse shoulder prosthesis procedure. Based on the provided case information, the likely cause of the re-rupture is due to poor native tissue. Orthadapt bioimplants are not indicated for use in load bearing/structural applications and/or where there is poor vascularity. The product was not returned to the manufacturer for evaluation. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements.